Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a large decrease in the estimated battery longevity from 26 to 15 percent over the course of one month. This device was also noted to have recorded a battery depletion alert. Device replacement is expected at a future date. This device remains in service. No adverse patient effects were reported.